Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and has been experiencing high blood glucose levels. Customer states that they have changed the reservoir and infusion set several times yet the issue persists. Customer declined troubleshooting. Customer's blood glucose level was 600 mg/dl at time of reporting. Noting further reported.